Manufacturer narrative:
The returned device was evaluated and the investigation found evidence a damaged cannula. A bend was noted on the exposed portion of the cannula. It is unclear when the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Data download returned an alarm, signaling an occlusion had occurred. It is unclear if the bend contributed to the triggering of the alarm. No other defects or deficiencies were found during the investigation, that would contribute to the reported high bg levels, or a failure of the pod¿s ability to deliver insulin. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported an occlusion alarm while sleeping. It was also stated that the cannula looked a bit bent. The patient's blood glucose was high for about 6 hours, two boluses were delivered, and then his blood glucose was around 300mg/dl when the alarm occurred. The device was returned for evaluation.